Event description:
It was initially reported that the pt recently had an infection at the incision site following a prophylactic generator revision. Cultures were taken, which confirmed (B)(6). The pt was expected to visit with the surgeon as antibiotics were said to have been prescribed. Searched MFR DHR which confirms sterility of both lead and generator prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device MFR records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.